Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
User facility medwatch report (B)(4): event description: starclose failed; did not receive hemostasis, caused leg hematoma on patient 's left groin. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: device status changed from returning to not returned. Correction: (B)(4). Additional information received clarified that this event is a duplicate of incident previously filed medwatch report MFR report #2024168-2017-05110.

Event description:
Subsequent to the initial medwatch report, additional reported information received indicates that this incident is a duplicate of a previously filed medwatch report MFR report #2024168-2017-05110.